Manufacturer narrative:
The manufacturer is still waiting for the arrival of the pump.

Event description:
The customer reported that the pump had no audio sound. No patient was involved in this case.

Manufacturer narrative:
The user-reported speaker issue was confirmed. The pump was found to have an intermittent speaker issue. The device was repaired and tested to meet all specifications on 05/18/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00117).